Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead had history of noise. The physician removed the atrial lead via laser sheathe extraction, and was replaced. Patient was asymptomatic. Patient reported fine throughout the procedure. Patient reported in good condition following procedure.